Event description:
It was reported that the patient with this right atrial (ra) lead had exhibited pocket erosion with infection. A revision was performed and the pacemaker along with the right ventricular (rv) lead and this ra lead were explanted. No additional adverse patient effects were reported. This ra lead was not returned for analysis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).